Event description:
Unomedical reference number (B)(4). Event occurred in the united states . The patient reported that the infusion set's tubing disconnected from the site while standing. The patient had eight infusion sets in which this issue occurred. The site location was patient's abdomen and the pump was located in right or left side. The infusion had been in use for two to three days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.